Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a patient had a bard power PICC solo that was inserted on (B)(6) 2025. Asked to assess PICC that was leaking. Noted that at the 8cm mark of PICC there was a small hole in catheter where blood and fluid were leaking. The PICC had been inserted with 12cm external so this damage was noted outside of the patient approximately 1 cm distal to the end of the securacath. The dressing had not been applied appropriately so most of the external length of the catheter was exposed outside of the dressing. The PICC was removed. Patient requiring one more week of IV so will have to continue with peripheral IV. No apparent harm.